Event description:
The physician reported that a vns patient had passed away. It was mentioned that the patient's brother had went to go pick him up and found him face down. The patient's obituary noted that the cause of death was natural causes. Multiple attempts for relevant information were made, but no relevant information has been received to date. The funeral home reported that the vns remained implanted in the patient; and therefore, the generator and lead will not be returned for product analysis. No other relevant information has been received to date.